Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2015 with the following findings: a review of the pump¿s alarm history showed that multiple cs 054 call service alarms were recorded. During testing, the pump powered on with two beeps and the display was blank. The pump was not able to power on properly. The pump software was reloaded into the pump and the pump was able to power on appropriately. The complaint that the display screen was discolored was not able to be adequately investigated due to the software issue.